Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a user of the product received a correction email with instructions to check the serial number and found one sensor was affected by the recall. The user submitted an application to replace the sensor and did not receive correspondence for replacement and has not been able to reach customer service." Adc customer service was able to successfully contact the customer, who acknowledged the issue has been resolved and the sensor has been replaced. Based on the information provided, there was no report of serious injury associated with this event.